Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 76 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have molding defects. The following information was provided by the initial reporter, translated from (B)(6) to english: bd vacutainer - tray full of damaged tubes. On september 19, a carton of tubes of serum gel was opened for use in blood collections. However, it was noted (in a 100-tube pack) that only 24 tubes in question were intact and the rest were abnormally damaged, as if their base had been smashed. However, such a theory has become impossible, since the tubes are extremely hard and firm. Most likely, the problem came from the factory.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported that prior to use with 76 bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have molding defects. The following information was provided by the initial reporter, translated from portuguese to english: bd vacutainer - tray full of damaged tubes. On september 19, a carton of tubes of serum gel was opened for use in blood collections. However, it was noted (in a 100-tube pack) that only 24 tubes in question were intact and the rest were abnormally damaged, as if their base had been smashed. However, such a theory has become impossible, since the tubes are extremely hard and firm. Most likely, the problem came from the factory.